Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.:the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2013,at time of event, patient's result of nuclear stress test for recurrent angina were abnormal. In (B)(6) 2013, patient was then hospitalized for recommended catheterization and on the following day, the patient was discharged.

Event description:
Same case as MDR ID# 2134265-2014-05583. (B)(4) clinical study. It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2010, the patient was diagnosed with stable angina and cardiac catheterization was recommended. Subsequently, the index procedure was performed. The target lesion was a de-novo lesion located in the mid left anterior descending (lad) artery with 80% stenosis and was 26mm long with a reference vessel diameter of 2.5 mm. The lesion was then treated with direct stent placement using a 2.25 mm x 16 mm and 2.25 x 12 mm taxus® liberté® atom¿ in non- overlapping manner. Following post dilatation, residual stenosis was 0%. In (B)(6) 2013, the patient underwent nuclear stress test with positive result. At the time of event, the patient was on aspirin. The study drug was last taken in (B)(6) 2013 and other antiplatelet medication was never taken during the study. There was a 50-60% isr in the previously placed study stents. Subsequently, coronary angiography without revascularization was performed and the patient was recommended for aggressive medical therapy and risk factor reduction. In (B)(6) 2013, the event was considered to be resolved without residual effects.